Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. Customer ate applesauce. Customer declined troubleshooting for his low blood glucose. Customer was hospitalized but was not due to insulin pump therapy. The device was not returned for analysis.